Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips scissored when firing on the cystic duct. There was no damage to cystic duct. Another device was used to complete the case with no patient consequence. The device was disarded. There is no further information available.